Manufacturer narrative:
The product support engineer advised the customer verify the cooling fan is operational. As needed replace the blower, or motor controller pcba. The customer reported the fan is dirty. The customer will clean the fan and call back if the problem persists.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a blower temp high. There was no patient involvement reported.